Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. After device software download, the device exhibited normal characteristics.

Event description:
It was reported that the patient presented to the clinic for a device change out procedure with fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was fine.